Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was damage to the rubber on their driveline, however no wires were exposed. It was recommended that rescue tape be applied to the damaged driveline. The driveline cosmetic damage was repaired with rescue tape.

Manufacturer narrative:
Section d4 & h4: additional information

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low flow alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the account stated that the low flows were due to the patient¿s cardiac arrhythmia and hydration status. A direct correlation between heartmate ii lvas, serial number(B)(6) , and the reported events could not be conclusively determined. Additionally, the reported damage to the outer jacket of the patient¿s driveline could not be confirmed as no product was returned for evaluation and no images were provided by the account. However, the report of a separation of the driveline bend relief from the distal end of the metal connector was confirmed through the onsite evaluation by an abbott technical services representative. The submitted log file contained data from (B)(6)2020 through (B)(6)2020 . Transient low flow alarms were captured throughout the file when the estimated flow dropped below the threshold of 2.5 lpm. The observed low flow events did not appear to be associated with elevations in pump power or pi events. No other atypical events were captured. Despite the observed alarms, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number(B)(6) , and no further events have been reported at this time. The hmii lvas IFU lists all potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate ii left ventricular assist system. This document explains that pump flow is estimated from pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, the hmii IFU and patient handbook describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. Furthermore, the IFU and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was seen in the clinic on (B)(6) 2020. A clam shell repair was completed without issue. The patient was educated on proper and careful driveline management.

Manufacturer narrative:
B5: additional information: no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.